Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) to treat a compression fracture. During the procedure, one of the balloons ruptured in the vertebral body. The ibt (inflatable bone tamp) on the distal tip of the inner catheter would not free from the bone, stretched and then broke off. The entire ibt was able to be removed once the working cannula was pulled out of the pedicle. Pressure never exceeded 400 psi. It appeared that the balloon broke in half resulting in an upside down umbrella effect which made it impossible to pull back up through the cannula and/or the pedicle. No other complications were reported.